Event description:
I stupidly paid (B)(6) for replacement lenses. My sight has been significantly worse since my surgeries. Giant clouds of light now surround all point sources of light at night, like street lights and head lights. I kept thinking it would get better. Ophthalmologists look into my eyes and say the lenses look fine. The last one I went to said that she has had a few people with this exact problem with these lenses. I went to a random optometrist during an "episode" (turns out I had suddenly developed vitreous detachments!) And he said they (he was a do (doctor of osteopathy)) never use those kind of lenses because of the problems with them that I was reporting! I have also been told that the lenses can not be replaced. Although I am retired, with things being like they are, I would love to work part time, but I am a hospital worker and they don't really have shifts that are from "after dawn" to "before dusk" because I am not able to safely drive in the dark. And no. We don't have mass transit in (B)(6). This should never have happened to me, and it should never happen to anyone else. Right and left eye. FDA safety report ID# (B)(4).